Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system.  The customer indicated the drive support cap was protruded. The customer reported she was hospitalized because of steroids and experienced high blood glucose level in the 300¿s and 477 mg/dl. The customer's blood glucose value was 482mg/dl at the time of the call and treated with a manual injection of insulin. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer will be returning the insulin pump returned for analysis.

Manufacturer narrative:
Findings: pump passed operating current, unexpected restart alarm error test, displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, broken belt clip slot, stained end cap sticker and cracked battery tube threads.